Event description:
Flash fire occurred in oral cavity-flames were simutaneously extinguished. Cautery was removed stat from field and cautery machine disconnected. Patient was extubated and intubated per anesthesia. In pacu, a small burn was noted on left lateral aspect of tongue. Examined by dr., no treatment neededdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.